Event description:
Information was received from a consumer via a healthcare professional regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was having spine issues that it might be related to their ins. It was reported that the patient had symptoms. The patient stated their device was a non-working device per patient's parents. The hcp had no further information regarding the issue. MRI guidance was requested.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.